Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch verio2 meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. It is unknown when the alleged issue began. The patient reported obtaining a blood glucose reading of 270mg/dl on the subject meter and 190mg/dl on an accuchek meter, obtained within 30 minutes of each other. Based on statistical methodology these results exceed lifescan's criteria for accuracy. The patient manages their diabetes with an insulin pump. The patient stated that they 'over-corrected their insulin' based on the reported high readings. The patient reported developing hypoglycemia but was unable to share any specific symptoms developed. The patient reported self-treating with glucose tablets/gel. The cca was unable to fully troubleshoot the issue as the patient was unable/unwilling to answer further questions. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury related to hypoglycemia after the alleged issue began.